Manufacturer narrative:
Internal report # (B)(4). Retired product evaluated with defect found. Qc evaluation on 8/14/2017 result in reported defect found; subject returned syringe and it does contain two needles. Both needles are the same gauge, 31g. Defect found. Final root cause: mlc-1 - manufacturing deficiency based on the post market review syr-pmr-100 and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Pharmacist was calling on behalf of a walk in client who came in with a syringe that contained 2 needles instead of just one. Pharmacist was informed that we would replace his inventory since he gave her new package. No one was hurt or sought medical attention with these syringes. Pharmacist is aware that we need the old syringes back in order to investigate what went wrong.